Manufacturer narrative:
It was reported that the patient was experiencing power switching events due to a loose power port. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. The reported loose power port could not be confirmed as no anomalies were observed during visual inspection. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation to evaluate momentary disconnections. The most likely root cause of the reported power switching can be attributed to momentary disconnections between the controller and batteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available always and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was power switching due to loose power socket of controller. The controller was replaced. There was no patient impact.

Manufacturer narrative:
The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." It was reported that the patient was experiencing power switching events due to a loose power port. The controller was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the device was not performed since the unit was not returned. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections between the controller and batteries. Heartware has opened an internal investigation to address momentary disconnections. The most likely root cause of the reported power switching can be attributed to momentary disconnections between the controller and batteries. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported loose power port connector may be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address loose connectors. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the reported loose power port connector may be attributed to a shift in the manufacturing process. The device, however, was not returned for evaluation. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Product not returned.